Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. They exchanged the transseptal sheath for a watchman® access system (was). Shortly after the was was inserted in the left atrium, thrombus was noticed on the was near the intra atrial septum. They aspirated the thrombus through the was. Then they continued and completed the procedure by implanting a 21mm watchman® laa closure device. There were no patient complications and the patient went home the following day. The transthoracic echocardiogram (tte) showed no thrombus on the closure device or the la.